Manufacturer narrative:
Additional information: section b.6. Six electrodes were open despite correct positioning of the device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient has reportedly made slower progress than expected. Programming adjustments had been made; however, the issue did not resolve. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device.